Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided information to reset pump, successfully reset device with no recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.